Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed volume accuracy. The product fault occurred during testing. There was no delay of therapy. There was no related physical damage/abuse. There was no patient involvement and no patient harm/ no adverse event reported.

Manufacturer narrative:
D9: date returned to mfg 5/6/2024. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was unable to replicate the reported issue; the pump passed all accuracy testing. The root cause was unknown. No further action was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.